Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported when the plastic cover was pulled off of the dcs12 shears the tips fell out as they were broken when tip cover was removed. The case was completed with a new pair of scissors. There was no consequence to the pt.